Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported thumb advancer/sheath split issues were confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after a peripheral interventional procedure. Reportedly, resistance was felt with the thumb advancer and the sheath did not split completely. The clip was not deployed. The safety release mechanism was used and the starclose se device was removed from the patient anatomy without issue. Manual arterial compression was applied for 45 minutes to achieve hemostasis. There was no adverse patient sequela and no reported clinically significany delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.